Manufacturer narrative:
Report filed based on analysis of returned guidewire. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One hydro guidewire was received for analysis. As received, the specimen consists of one-1 hydro gw std an 150-035; returned in the unsealed, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The focus of the analysis is on the packaging pouch. The specimen pouch presents no bottom seal. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually correct. This product receives a 100% verification of the seal by production after the completion of each seal. The production operator is required to verify seal width, seal location and seal integrity. There is a second on-line inspection performed by production during boxing and an s-1.0 post sterile inspection performed by quality control inspectors. There was no patient involvement as this was detected by warehouse staff. Once the investigation is completed any additional information will be reported in a follow-up medwatch report.

Event description:
He picked out off the guide out of the secondary package (box) and the warehouse staff detected that the sterile packaging was not sealed. The packaging has an error in its wrapper, which was never sealed. There was no patient involved in this event.